Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that foreign objects were found on the adhesive around the objective lens and light guide lens, as well as on the plastic distal end cover of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was confirmed that foreign matter was attached/clogged in the adhesive areas around the objective lens and light guide lens and in the plastic distal end cover, but it was not possible to identify the foreign matter. There was no deviation from the instruction manual in the reprocessing procedure for the remaining foreign matter. No physical damage was found in the area where the foreign object remained. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.